Event description:
It was reported that the patient had a fractured lead. The patient was unsure if she would get a new device put in or have the entire system removed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3889-28, lot # v263404, implanted: (B)(6) 2009, explanted: unk; programmer model 3037, serial # (B)(4).